Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a leaking cuff and had to be replaced with another trach tube. No patient injury reported after trach tube successfully changed out.

Manufacturer narrative:
Other, other text: additional information received via customer response email 04-oct-2022: relevant fields were updated. The patient had pre-existing conditions; the patient required a ventilator. (B7) the patient's ethnicity/race was updated.

Event description:
Additional information received via customer response email 04-oct-2022: relevant fields were updated: the patient had pre-existing conditions; the patient required a ventilator; ethnicity/race updated.

Manufacturer narrative:
H10: device evaluation: one sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect any damage on the cuff, airline, or pilot balloon. The sample received did not present any damaged, kink, cut that could cause the failure mode reported. The sample was then tested for leak by introducing water in the product. A rip was found on the cuff; therefore, a leak was found; complaint was confirmed. By the physical evaluation of the unit, the complaint was confirmed. No other analysis was performed. The cause of the failure mode was traced to manufacturing. CAPA was opened to investigate and address the root cause and corrective actions relating to the leak. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).